Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, after more than an hour into a therapeutic gynecology obstetrics procedure the teflon pad detached from the device jaw and fell into the patient. The fallen piece was retrieved from the patient. A new device was opened and the procedure was completed with a delay of 10 minutes. There is no harm or adverse impact to the patient. It is usual for the intelligent tissue monitoring (itm) to be on during procedures at the facility; the setting was not changed during the procedure. The user is aware of the functionality of the itm, which is that it is a support function and may not at times detect that the tissue has been cut.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the tissue pad separated due to contact with a non-insulated area of grasping section. The following mechanism likely caused the event: due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was peeled off. The peeling of the tissue pad was falling because the tissue pad added some load. This following information is included in the instructions for use (IFU): "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.". "When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.".

Manufacturer narrative:
This report is being supplemented to provide h4. The lot number indicates that the product was manufactured in november 2020 however the specific day could not be specified.